Manufacturer narrative:
(B)(4). Date of initial report: 03/31/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the grounding pad was placed on the patient's left thigh. Burns occurred on both thighs, with a 2nd degree, 1cm-4cm burn at the pad site and a 1st degree, 4cm-2cm burn on the right thigh. The burns were treated with ointment. The customer reported the incident pad is not available for evaluation.